Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on the assessment of the clinical information, it was found that the reported event was not related to the company device. Instead, it was caused by an issue in the surgical plan designed by the surgeon. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient had experienced over correction in the right eye with the refractive outcome was greater than two diopters in manifest refraction spherical equivalent treatment values after refractive surgery. Surgery was completed on same day.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).